Manufacturer narrative:
Follow-up # 2 ¿ (11/26/2014) device evaluation.the lay user/patient¿s products have been returned on 10/23/2014 and evaluated by lifescan product analysis on 11/19/2014 with the following findings:the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (11/05/2014). The patient¿s meter has been returned on 9/26/2014 and evaluated by lifescan product analysis on 10/24/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results with the subject meter of 237 mg/dl and 181 mg/dl, performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.